Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they performed daily cleaning procedure and found that the sample pipettor was clogged. The customer performed transducer decontamination and adjusted the sample probe dispense angle however, the sample pipettor was still clogged. The customer then replaced the sample pipettor and rinsed the system. The cause of the discordant psa results on the patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer reported that they obtained discordant prostate specific antigen (psa) results on patient samples on an immulite 2000 xpi instrument. The customer stated that the initial results did not match with the historical results of the patients. The initial results were not reported to the physician(s). It is unknown if the samples were repeated and if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant psa results.

Manufacturer narrative:
The initial MDR 2247117-2017-00027 was filed on march 2, 2017. Additional information (03/21/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The hsc specialist determined there was no service intervention for this issue. The customer replaced the sample pipettor and may have been resolved the issue. If the sample pipettor was clogged as it is evident by the customer performing a probe angle dispense diagnostic then it may have contributed to the discordant results as the sample delivery would have been affected by the clogged probe. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Corrected information (04/11/2017): the initial MDR states "it is unknown if the samples were repeated." After performing troubleshooting, the customer repeated the samples, which matched the clinical picture of the patients.

Event description:
After performing troubleshooting, the customer repeated the samples, which matched the clinical picture of the patients.